Event description:
It was reported that the pump was not detecting the cassette/latch. The fault occurred during testing. There was no patient involvement and no patient harm/no adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in used condition. No visible damage found during visual inspection. Performed functional testing. Customer's reported problem was verified. Found defective downstream occlusion (dso) sensor, which was the root cause of the issue. Replaced dso sensor. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.